Manufacturer narrative:
The insulin pump was received with a frozen screen due to a problem with the liquid crystal display board.

Event description:
It was reported that the insulin pump gave a full segment display after a battery was inserted. Nothing further was reported.